Manufacturer narrative:
Investigation eval: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use provides specific instructions on how to deploy stent properly in addition to the info listed below. Prior to use visually inspect with particular attention to kinks, bends and breaks. If the wire-guide cannot advance through the obstructed area do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. Prior to distribution, all (B)(4) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback to become available.

Event description:
The following info was provided by the cook area rep based on comments made by the user in (B)(6): the bile duct was cannulate with a sphincterotome and loop tip wire guide. A wire guide was placed in each hepatic duct with the intention of deploying a zilver 635 biliary self-expanding metal stent in both the right and left hepatic ducts. The first stent was placed in the right duct successfully. At the moment of trying to place a second zilver 635 biliary self-expanding metal stent in the left hepatic duct, the tip of the introducer system failed to pass through the anatomical angle (described to be angled 110 degrees). The x-ray image showed the introducer tip crashing into the wall of the common hepatic duct and it was impossible to position the second stent for deployment. The physician decided to remove the stent system and discovered the introduction system was broken in two locations. One was described as the middle of the external catheter. The second was described as the tip of the introducer. It was not possible to find the introducer tip user x-ray and the physician suspects the tip is still inside the pt. There were no problems with delivering the stent in the right hepatic duct. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.